Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing on critical override and a fatal error prompted. A technical support specialist mapped the station drive from the server to the station and identified approximately 20,000 structured query language (sql) dump files on the station c-drive, which were deleted to free space, successfully dialed into the station via remote support service and confirmed the c drive space stabilized, with the b drive at 10.8 gb, backed up the station database, verified station and server transactions were in synchronization with no retry errors, then dropped and recreated the database and completed a full synchronization. Confirmed the station was communicating properly, with the database size at 5.3 gb and no errors present in maintenance or med application logs. The fatal error prompt was resolved, the station was rebooted, med application launched successfully, and the issue was confirmed fixed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications could not be loaded due to a fatal error. The user was unable to remove medications for any patient, and the device was displaying a critical override status. The customer attempted to reboot the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.